Manufacturer narrative:
The device was not received by depuy synthes power tools. If additional info is received, a supplemental report will be sent.

Event description:
Report 1 of 3. Report received from (B)(6) stating "debris in sterile packaging." It is known that this event did not occur during surgery and that there was no pt/user injury or medical intervention. There was no additional info provided.